Event description:
It was reported through the filing of a lawsuit that "patient began to experience refractory pain around the hip and an MRI revealed a synovial pseudomonas and or foreign body reaction." It is further alleged that patient was revised on (B)(6) 2012 and during the revision, it was noted, "significant amount of metallosis at the junction of the trunnion just below the head ball and significant amount of necrosis of the abductors." A new head and liner were replaced.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown lfit anatomic v40 femoral head. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.